Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads . Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working with biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested that they rotate sites at least every 24 hours as that is the manufacturer's recommendation. This is not something that is routinely done nor has staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.

Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads. Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working with biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested that they rotate sites at least every 24 hours as that is the manufacturers recommendation. This is not something that is routinely done nor has their staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.

Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads. Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working with biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested that they rotate sites at least every 24 hours as that is the manufacturers recommendation. This is not something that is routinely done nor has their staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.

Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads. Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested taht they rotate sites at least every 24 hours as that is the manufacturers recommendation. This is not something that is routinely done nor has their staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.

Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads. Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working with biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested that they rotate sites at least every 24 hours as that is the manufacturers recommendation. This is not something that is routinely done nor has their staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.

Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads. Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working with biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested that they rotate sites at least every 24 hours as that is the manufacturers recommendation. This is not something that is routinely done nor has their staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.

Event description:
Seven events where apnea electrodes caused irritation and redness to pt abdomen. Replaced leads. Pulled all leads from shelves and replaced with new stock. Leads sent to manufacturer. Philips lab has been working with biomed and has tested some of their equipment randomly which thus far has tested okay. The company has suggested that they rotate sites at least every 24 hours as that is the manufacturers recommendation. This is not something that is routinely done nor has their staff been inserviced on this in the past. It has only been recently that the rep for the leads has given them this info.